Manufacturer narrative:
This supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to sections h4 and h6. An investigation, performed by the legal manufacturer, confirmed that no device abnormality was identified and the likely cause of the event was use error.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) had a meeting with the endoscopy nurse manager to provide staff training on proper reprocessing and changing acecide on or before day five of the validation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The devices were reprocessed using expired detergent due to use error. As stated in the reprocessing manual instructions for use: "use a disinfectant cleared/approved by your national regulatory agency for use in reprocessing flexible endoscopes. If national or professional guidelines applicable to your institution define ¿high-level disinfection¿ and require using a high-level disinfectant for the flexible endoscopes, follow the requirement. Follow the disinfectant manufacturer¿s instructions regarding activation (if required), concentration, temperature, contact time, and expiration date." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes.  A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Device not returned.

Event description:
The user facility reported to olympus that they had utilized expired disinfectant (acecide) in the endoscope reprocessor. The user facility has a 5-day limit on the usage of the disinfectant, but they utilized the reprocessor with the expired disinfectant on day 6. Although the disinfectant was expired, the reprocessed scopes passed efficacy checks. One reprocessed scope was used on a patient, which was reported on related medwatch 8010047-2020-05979. The user facility reported to olympus, that to their knowledge, no patient injury or infection resulted from this event. The other scopes that were reprocessed with the expired disinfectant were reprocessed again with unexpired disinfectant.